Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a loss of suction during a procedure using the catalyse-I laser. The suction was reestablished and at the end it was found that the arcuate incision had perforated the cornea, making it necessary to suture the incision. Follow-up information revealed that the procedure was completed using a single liquid optical interface (loi) cone. The patient is currently waiting for the removal of the corneal suture. No additional information have been provided. This report pertains the liquid optics interface(loi). A separate report is being submitted for the catalyse system .